Event description:
PICC line tubing that attaches at the end of the hub component broke and began leaking.======================manufacturer response for peripherally inserted central catheter, 3f x 60 cm single lumen PICC======================none